Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing sound quality issues and a decrease in performance. External equipment has been exchanged and programming adjustments were made, however, the issues are not resolved. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was severed near the electrode ground ring, along the lead, and near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and the mechanical tests performed. The device passed the tests performed. This is the final report.